Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had mild symptoms of blood glucose (bg) elevations but did not provide actual bg values. The patient stated that they felt sleepy and a warm feeling inside. The patient stated that they are having intermittent trouble with communication with meter and pump with bolusing. Customer support (cs) advised the patient not to use the meter remote to bolus at this time. This report is being made due to the hyperglycemic event the patient experienced due to an alleged rf communication issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/29/2014. Device evaluation:the meter has been returned and evaluated by product analysis on 07/15/2014 with the following findings: evaluation revealed that the meter paired successfully with the pump. The boluses were executed using the meter remote with no errors. There was evidence of moisture damage inside meter. The meter passed the rf test.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Pump powered up normally and paired successfully with meter aecms07f. Boluses were executed using the meter remote with no errors occurring. Pump passed rf testing. The display screen is dim; letters have a red hue. Keypad is torn over the up arrow and ok buttons. Battery compartment is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.